Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
During a svc call the philips field svc engineer (fse) determined the prism 2000 xp pt table displayed a weakness due to a loss of consistency on the carbon sheets that compounds the surface, and an increased curvature of the table. The fse made the customer aware of the problem with the pt table. The customer chose to continue using the system while awaiting the installation of a new table. There was no report of harm to anyone associated with this event. The fse ordered and replaced the prism 2000 xp pt table.